Event description:
Patient called with m71.2 this was the third time so the tech replaced the cycler for the pt. Pt said solution was leaking from the cassette. There is no sample available for an evaluation.